Event description:
It was reported by (B) (4) sales representative via email that (B) (6) from (B) (6) emailed him a complaint. The complaint reads as follows, "the valve in question is a 2800 size 25mm. (B) (4). It was implanted by dr. (B) (6) on (B) (6)2003 at (B) (6). Please let me know if you need any more info." Through follow up email to (B) (6) it was found that the device was explanted on (B) (6)2010 after an implant duration of 83.67 months, due to severe stenosis. Please send the return kit to: materials management surgical resource rep at (B) (6) hospital.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. Moderate calcification is detected in the free margins of leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 3mm. Host tissue is moderate to heavy at the stent inflow and moderate at the stent outflow. The x-ray demonstrates calcification. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.